Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display of insulin pump had frozen. The customer¿s blood glucose level was unknown. Customer was not calling back after installing a new battery and monitoring the insulin pump for 2 hours and frozen display recurred. Customer was advised to check if there was a response from any button but they cannot press any button. The customer was assisted with troubleshooting and customer stated that the all buttons are responding. Customer stated that time clock advances. The insulin pump will not be returned for analysis.